Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following malfunctions found: the adhesive on the bending section cover (a-rubber) is detached. Based on the investigation, it is most likely that the probable causes are due to some kind of stress such as damage or deterioration of parts. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the bronchovideoscope the adhesive on the bending section cover (a-rubber) is detached. There was no report of patient involvement.